Event description:
The following info was reported to baxter sweden involving two pt control modules that freeflowed during set up, which may possibly cause an overinfusion to occur: "this is a complaint, which was reported a baxter sweden in 2009. The complaint was received from a pharmacist and refers to two infusor pcm modules on batch number. The reporter states that during set up and connection of the pcm to the infusor, the pcm does not work. The flow is constant and not only when you push the button." No pt injury or medical intervention were reported.

Manufacturer narrative:
The device has been received in baxter, but an eval has not yet been completed. A follow-up report will be submitted when the eval is completed.